Event description:
It was reported that the lead was reposition due to a lead dislodgment. The physician believes that the dislodgment was due to the patient's arm and shoulder movements on the days following the implant.

Manufacturer narrative:
Na